Event description:
Essure was inserted under anesthesia. After a successful and unremarkable essure implantation she had the expected side effects of pelvic pain and cramping, which never went away. She began bleeding like a menstrual cycle immediately after implantation and it continued for 3 months straight. She always had a light cycle every 28-30 days like clockwork before essure. Hysterosalpingogram (hsg) dye test was performed 3 months after implantation and it showed perfect placement of the essure coils and complete blockage of the tubes. In the 16 months post-essure, her periods were heavy with incredible clotting, severe cramps and occurred every two to three weeks. She could not wear tampons due to pain and clotting. She had constant abdominal pain, cramping, and bloating that never went away for the 16 months that essure was in her body. She looked pregnant, and people commented on it. She had constant excruciating lower back pain, stabbing abdominal pains (alternating sides, very distinct stabbing feeling), severe joint inflammation to the point where she was virtually unable to walk after 15 months, constant fatigue/loss of energy, constant nagging headaches and an increase in the incidence and severity of migraine headaches, the feeling of being stabbed when she sat down and a feeling of tearing when she stood up - all the time, hair loss to the point where she cut her hair extremely short to hide it, an increase in cystic acne, hot flashes, insomnia, mood swings/irritability, metal taste in her mouth, swelling of hands and feet, dental issues where she was losing silver fillings, weight gain, visual acuity declined dramatically within 1 month of essure and required her to wear glasses all of the time now, occipital neuralgia, forgetfulness/brian fog/cloudiness, short-term memory loss/confusion, dizziness with and without nausea, heartburn and depression from always being sick, feeling lousy, having health deteriorate, and not being able to do the things that she was always able to do before essure. She lost vision in her right eye and was diagnosed with optic neuritis and multiple sclerosis. She had a laparoscopic assisted vaginal hysterectomy with removal of the fallopian tubes, and essure. Consumer stated she feels incredible 8 weeks after having essure removed. Although most of her symptoms had vanished, she was still diagnosed with multiple sclerosis and loss of visual acuity.